Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zma00 31.0 diopter intraocular lens (iol) was incorrectly chosen and given to the doctor, and then implanted in the patient's right eye (od) on (B)(6) 2018. Reportedly, the doctor explanted the incorrect lens on (B)(6) 2018 and replaced it with the correct lens, which was a zma00 20.5 diopter lens. There was a slight incision enlargement, but no vitrectomy was performed and no sutures were used. The patient was seen post-operatively on (B)(6) 2018 and the patient's unaided visual acuity was 20/40-2 with some edema. The explanted lens was discarded. Reportedly, the patient's next follow up appointment will be on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.